Event description:
The pt ate dinner and did not take their evening meds. About one hour later pt did not feel good. Pt was too weak to get up. Spouse used the suspect device to check pt's blood glucose and obtained a result of 183 mg/dl. Spouse then called the life squad and they came and checked pt's glucose level at 38 mg/dl. Pt was given orange juice and sugar. Pt was then transported to the hosp where they received treatment for hypoglycemia. Level 1 glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.